Event description:
As reported: "we have a problem with the jts system, it is the same problem as a year ago. We kindly ask you to replace the drive unit serial number (B)(6) with another new unit. The request is quite urgent as the patient has already been scheduled for another procedure on march 15th. Notes: center is exposed to jts system, same skilled physician as in the past. It has been tried several time the unlocking procedure to switch from b to a. Power unit set on 3 and 4. Implant sounded as locked, sounded working going reverse (b) and then going ahead (a) but just for a few seconds." Update 15april2021: as reported: "we inform you that during the last lengthening procedure the same problems occurred with the patient pin 21078 and that the lengthening was not obtained. We tried to unlock the mechanism by switching between configuration a and b and vice versa. From the sound the mechanism seemed to work for a short time but only in shortening b, and then stopped again. Through the stethoscope we heard from the jts femoral implant a humming/buzzing sound of the mechanism both in a and b. At the moment of switching on in a and in b, we heard a whistle/buzz with increasing frequency from the implant, which becomes a constant buzz when the mechanism stops after some seconds. The doctor will want to make another attempt this summer"

Manufacturer narrative:
Reported event: an event regarding non functional involving a jts, drive unit was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: pictures of the jts power unit, jts coil, and documentation were taken. Visual inspection of the jts coil reported, showed small scratches on the rim of the coil and a small dent on the top of the coil. Regarding the power unit, the were a few signs of minor cosmetic damage on top of the unit casing. On the back of the power unit, the plastic covering protecting the boost feature is broken, moreover the booster switch has exceeded the pre-set range of 0-3, the unit displayed a 4, the top of the number 3 is still slightly visible. On the top of the unit the label reporting annual maintenance is present and in date. Both the magnetic coil and the power unit console share the same serial number ¿(B)(6)¿ and both devices state the date of manufacture is ¿jul-16¿. Functional inspection: the drive unit mle3 lot: (B)(6) passed the annual maintenance/ function test. Clinician review: not performed as not relevant to the failure mode reported. Device history review: review of the annual maintenance and functional inspection indicates the device conformed to requirements. Complaint history review: lot: (B)(6), there has been 1 other event. Conclusion: the visual inspection performed identified the following ¿ on the back of the power unit, the plastic covering protecting the boost feature is broken, moreover the internal booster switch has exceeded the pre-set range of 0-3, the unit displayed a 4, the top of the number 3 will still slightly visible¿ it was identified that the pin as part of the booster function wheel had been damaged during use for the extension of pin 21078. The unit was received back to siw and will be sent for repair. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Please note that this event is related to a jts drive unit which is used in conjunction with the jts non-invasive extendible implant (k092138). Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "we have a problem with the jts system, it is the same problem as a year ago. We kindly ask you to replace the drive unit serial number (B)(4) with another new unit. The request is quite urgent as the patient has already been scheduled for another procedure on march 15th. Notes: center is exposed to jts system, same skilled physician as in the past. It has been tried several time the unlocking procedure to switch from b to a. Power unit set on 3 and 4. Implant sounded as locked, sounded working going reverse (b) and then going ahead (a) but just for a few seconds."